Event description:
Today dexcom g6 sensor was reading 221 mg/dl with a straight arrow up, when I double-checked on a finger stick my blood glucose reading is 158 mg/dl. This is extremely dangerous because omnipod 5 has been giving me automatic insulin delivery based on this inaccurate reading of a high blood glucose. After three calibration attempts over 15 minutes dexcom g6 sensor is still reading off for a mard of >20% over 80. Last reading on dexcom was 205 mg/dl with a diagonal arrow going up, and finger stick was reading 150 mg/dl.